Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned cut into two segments. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The complaint could not be verified due to damages sustained during procedure. No other anomalies were found.

Event description:
It was reported that during initial implant procedure, the patient's right ventricular (rv) lead exhibited high pacing impedance. The lead was removed and replaced on 30 nov 2021. The patient was stable.